Event description:
"On (B)(6) 2013 at the (B)(6) hospital, (B)(6) it was reported that hcu 30 base unit 200-240 v serial number (B)(4) displayed errors 3016, 3032, 1008, 1016, 1032, 1064. R18 resistor on the control board was found to be burnt on new and existing control board, and both pressure sensors were shorted. (B)(4). "

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was investigated by a maquet service technician and it was determined that the control board and pressure sensors were defective and were replaced. The device was tested to factory specifications and passed all tests. The replaced control board and pressure sensors were investigated in the engineering laboratory and it was determined that due to low resistance of the pressure sensors, a high current flowed through the r18 resistor which then was overheated and burned. (B)(4)."